Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. The physician reported to have encountered "some" resistance during the insertion of the device. The physician stated he believed that the sheath might have kinked due to the patient being obese. Once the device was inserted, bleeding was noted around the sheath. It was reported that the physician decided to attempt to close the arteriotomy with the device. The foot of the device was deployed and then the needles were deployed capturing both sutures. When attempting to position the knot at the arteriotomy it was immediately inserted. It was reported that the suture pulled out. A 10 fr. Sheath was immediately inserted. It was reported that bleeding was noted around the sheath. The 10 fr. Sheath was then exchanged for a 12 fr. Sheath and slight oozing of blood was noted around the sheath. The patient's condition remained stable. It was reported that the patient was taken to surgery for a cut down and placement of two sutures to repair a tear. The patient was discharged home three days later and is reportedly "doing fine" to date. There are no reports of any further adverse patient sequelae.